Event description:
Pt called lfs alleging that they had an issue with the buttons on their surestep meter. Unknown if pt had an issue with the power button or the c button. The c button codes the meter, changes the meter settings and scrolls through the memory. The buttons did not operate. Pt was feeling weak and was not feeling well. Pt took their medications for diabetes. When a pt has an issue with the power button or the c button, it may lead to delay in treatment or treatment in the absence of a glucose value. Customer service was unable to resolve the issue and sent pt a new meter.